Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient had a stimulator put in 2009 and it was not properly placed. The healthcare provider redid it but it still did not work properly and patient still had it in them. The doctor who put the ins in did not put it in with satisfactory. Now the patient has neuropathy really bad and the healthcare provider was thinking about putting a stimulator in the patient's low back to help with the neuropathy pain. The nurse at the neurologist they were seeing wanted a battery investigation to be done. The caller did not know what they neurologist was wanting. Patient service provided caller tech services and nas phone number. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were advised that the pain stimulator is already obsolete and not working. They are already talking to a neurologists about replacing it.